Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received used, decontaminated and not in original packaging. Per visual inspection, the device had scratched liquid crystal display (lcd) lens, lifted "dso" seal and worn "uso" seal. Evidence found in event history/error log showed "high alarm displayed: cassette not attached properly" was displayed multiple times. During functional test on cassette, found that device would constantly display "cassette not attached properly, reattach cassette" when cassette was already attached properly. The complaint was confirmed. The root cause was from contaminated "dso" sensor. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. It was recommended to replace "dso" sensor.

Event description:
It was reported that "cassette not attached, reattach load v5 software". Patient involvement unknown.